Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Reportedly, the customer planned to address via manual insulin injection. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.